Event description:
On 10/23/2006, nellcor received a report where it was claimed that the device broke, while in use on a pt. The caller reported that "a plastic blue portion of the outer cannula locking mechanism broke." The caller reported that the clinical staff discovered that the inner cannula was pushed out about 1 inch and the plastic piece was found on the pt's gown. The caller reported that the device was replaced and discarded. The model of the device is unk. At this time, no further info has been provided. Nellcor has made multiple attempts to gather further info with no response from the facility.

Manufacturer narrative:
Investigation of this report is currently in progress. Nellcor is attempting to gather further details related to this report.